Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned, as the issue was intermittent. Customer reported to philips that the c-arm geometry movements were not available intermittently. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. However, the quotation was not accepted by the customer. Therefore, no service action was performed by the philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry issue did not impact on the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system c-arm geometry movements were not available and were noisy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.